Event description:
Patient was hospitalized with an infection (unknown type) in 2003. Patient underwent an anterior tibial tendon repair two weeks earlier and 5.0mm ti twinfix anchor was implanted. O.r. Supervisor stated the patient is presently being treated at home with an antibiotic. Supervisor also stated that they did determine the cause of this infection to be improper post operative care by the patient.